Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a very strange jolt where the patient¿s leg was jumping. The patient felt their implantable pulse generator (ipg) skipping and was concerned someone was trying to interference with their heart device. The ipg remains in use. No further patient complications have been reported as a result of this event.